Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole 44mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 03-feb-2021. It was reported that balloon leak occurred. The target lesions were located in the superficial femoral artery and a vessel below the knee. A 2.0x220x150 (4f) sterling balloon catheter was advanced for dilation. The balloon was inflated twice then a contrast leak was noted. The procedure was completed with another of the same device. No patient complications were reported and patient status was fine. However, returned device analysis revealed balloon pinhole.